Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. No compromised force sensor alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
It was reported that insulin pump was returned due to compromised forced sensor.